Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The equipment received was analyzed by complementing the evaluation of the history of use. Investigation: through visual inspection of the equipment, signs were identified natural use. In order to evaluate a possible flow error, the equipment was subjected to to the functional test with the two schedules reported by the user. At first, a flow rate of 3 ml/h was programmed to be infused in 1 hour, with a total volume of 3 ml. After carrying out this test, a flow rate of 10.4 ml was programmed to be infused in 1 hour. In both programming, the result of the functional test demonstrated that the equipment worked properly and accurately, according to its technical specification, with no change in programming being verified, and therefore, not confirming the complaint. All information was recorded in a global database of customer complaints, and will be used for trend analysis.

Event description:
According to the customer: "patient receiving norepinephrine 3milliliters/hour. New installation of change of solution at 6:21 pm, and set to run at 10.4ml/h. It was not double check was carried out before or after installation by the nurse. Patient complained of feeling unwell, and took action immediately, to the correct volume." Reported that on 03/12 at 18:20 the equipment has been infusing norepinephrine for 3ml/h and at 7:30 pm it was identified that it was 10.4ml/h."